Event description:
When filling air into balloon, the doctor found it always leaks. So they had to use manual bag to maintain. Checked the balloon carefully, they found there was is a pinhole on the membrane.